Event description:
It was reported that the patient presented with infection. The whole system including the implantable cardioverter defibrillator was explanted. Patient condition was stable throughout and the patient was pending replacement.

Event description:
Related manufacturer reference numbers: 2017865-2022-15549 related manufacturer reference numbers: 2017865-2022-15550 new information received notes that vegetation was also noted on unspecified leads. It was also noted that the implantable cardioverter defibrillator was replaced previously on (B)(6) 2022 as well.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and interrogation of device was normal. The cause of infection could not be traced to the device.